Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. The stored history log files of the reported day of occurrence ((B)(6) 2021) were detailed investigated. It was possible to detect an infusion therapy with a flow rate of 250 ml/h which was started at 08:27am. The infusion was performed with an infusomat space line. During the infusion the flow rate was changed to 150 ml/h and a new vtbi of 511,2 ml was set. A pressure alarm occurred at 10.27am. The alarm has been confirmed, but two minutes later a new pressure alarm occurred. No further malfunction or abnormalities in relation of a flow deviation could not be detected. The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -1,54 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". Customer information: base fluid bag 500 ml infusion rate 150 ml/h and after two hours infusion bag was empty. In the device, the volume limit shows 200 ml and in the intermediate volume 300 ml.